Manufacturer narrative:
Investigation summary: samples were received in the columbus plant for evaluation. No foreign matter was noted in the samples therefore failure mode is not verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Root cause is unknown. No further corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter other occupation: research materials management coordinator. (B)(4).

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe had a course, white hair in one of the syringes. Found before use. No serious injury or medical intervention noted.